Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The lesion was located in an unspecified artery. A 2.5x32mm taxus liberte' stent was advanced to the lesion and could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with an unknown stent. No patient complications were reported. Patient status is listed as good. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) device evaluated by manufacturer - as a device has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)